Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that there was a nick in the cable insulation. The radiofrequency (rf) head connection to the programmer caused immediate programmer shut down. It was also noted there was writing on the upper case, there was widespread corrosion inside device and the plastic retainer was damaged. (B)(4).